Manufacturer narrative:
Date of birth: unknown. The patients age and awareness date were used to determine a placeholder date for this field. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA on (date) via medwatch # (B)(4). Device manufacture date: unknown. (B)(4). Investigation summary: no product or photo was returned by the customer. It was reported that the PICC line lipid infusion set develops bubbles after being primed and known to be free of air bubbles. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10942011 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported that the PICC line attached to the as lvp 20d developed air bubbles in it during use after being primed. The following information was provided by the initial reporter: "PICC line lipid infusion set develops bubbles after being primed and known to be free of air bubbles. The only way to remove air bubbles is to open the line which increases the possibility of infection."